Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system was working within expecttations and the observed discrepancies could be attributed to lag between the bg and sg inherent to sensing technology. The user did not agree with the escalation response so as a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to clear calibration history and any calibration misalignment. The re-link was performed successfully and the user was advised to perform the required calibrations.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.